Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a motor error alarm on their insulin pump. The customer also stated their esc and up arrow button was not working. Customer stated their insulin pump was always scrolling up. Customer's blood glucose was 172 mg/dl. It was also found the customer was unable to complete the rewind sequence on their insulin pump. The customer also stated they had fallen off the bed with the insulin pump. No additional information provided.